Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of known inherit risk of device was selected and is noted within the device instructions for use (IFU), as well as the product's risk documentation. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds during a post op check. The ra lead was surgically explanted, and replaced with a new ra lead. The ra lead is not expected to be returned. Besides surgical intervention, no adverse patient effects were reported.